Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for pseudomonas spp. The fse previously decontaminated the system and replaced several ise (ion-selective electrode) module parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the synchron lx I 725 system due to contamination. Cultures of the system were positive for pseudomonas spp. The initial erroneous results were reported out of the laboratory. The customer retested the samples and obtained results within expectation. Amended results were reported. There was no change to the pts' care or treatment.